Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a laparoscopic cholecystectomy, the device was sticking and was not opening easily. Another device was used to complete the case. There was no consequence to the pt.